Event description:
It was reported that during a laparoscopic gastric bypass procedure, both trocars were leaking and both of them were the device and one sleeve. The gas line was moved from the trocar and connected to another trocar and the device port was still leaking. The same devices were used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.